Event description:
The caregiver (cg) reported that the home patient (hp) was not connected at the start of the initial drain cycle and he then connected the hp during the cycle. The cg reported that there was air in the patient line and the homechoice alarmed with low drain volume. The cg stated the drain volume = 41 ml. The technical service representative assisted the cg to end therapy. The cg confirmed to start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to a lack of sample. Based upon the information obtained from baxter?s investigation, the root cause of the alarm was due to the patient not being connected during initial drain then connecting. The at home guide instructs users when and how to connect for therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).